Event description:
On (B)(6) 2018, an (B)(6) male patient underwent a pacemaker insertion, however on (B)(6) 2018 it was discovered that the patient received a non MRI compatible pacemaker. Due the patient has history of glioblastoma multiform, an MRI compatible pacer been planned to accommodate future need for MRI. On (B)(6) 2018 the patient underwent a re implantation of MRI compatible pacer. Both pacers look identical with no distinguishable marking.